Event description:
It was reported that the left ventricular lead had thresolds that had risen and were high. The lead was capped and replaced. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg ICD implanted: 2011-(B)(6); 6947-65 lead implanted: 2002-(B)(6). (B)(4)